Event description:
I received a gadolinium contrast agent (clariscan) during an MRI on (B)(6) 2024. The symptoms of headaches I'm experiencing are severe with stabbing pain above the temple area of head along with stiffness in back of my neck. I was okay for the first month after the MRI, but began to experience a lot of coldness and stiffness in the hands. Then, one month after the MRI, the headaches began occurring daily. When I try to lay down, the pain gets much worse and I cannot lay down. I have a history of migraines, and this is a different type of head pain or headache than anything I've had in my life. I'm 69 years old, and this is horrible at my age to have on top of my existing health problem. I was diagnosed with periodontal bone loss in my jawbone which is what lead to the MRI. I wish I had not done the MRI now because the pain before does not compare to the after. I have seen reports online of similar issues with this medication on a gadolinium injury facebook group, and think the FDA should investigate this product further. On (B)(6) 2021, received lanap procedure for periodontal bone loss with a millenium dental device called periolase laser. The manufacturer provides training to the dentists that purchase this product. I have previously reported this to the FDA in 2022, and was told there was a report based on my complaint. Over the past year of having the periodontal bone loss, I have had 25 lbs of weight loss due to difficulty eating. I have had to supplement my diet with protein shakes. MRI for periodontal bone loss for potential osteomyelitis. Periodontal boss loss (2021).